Event description:
It was reported that during a surgical procedure at the user facility the bottom portion of the battery housing detached from the top and rolled onto the surgical field. The sterile field was removed and changed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The product was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility the bottom portion of the battery housing detached from the top and rolled onto the surgical field. The sterile field was removed and changed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.